Manufacturer narrative:
(B)(4).

Event description:
A week and a half later additional information received reported that due to spinal cord compression from scar tissue, the lead was not implanted and revision was not completed. It was reported the surgeon wanted to wait and determine future date for revision based on patient recovery.

Event description:
It was originally reported on (B)(6) 2013 that the patient had his implantable neurostimulator (ins) replaced. After the revision, the patient reported getting hives and allergic reaction when the stimulation was on. The patient noted that it would go away within a day when the stimulation was turned off. The issue began right after the implant. The patient did not have the issue with the prior ins. The manufacturing representative would attempt reprogramming on (B)(6) 2013. A week later, it was reported that the patient stated they were getting hives within one hour of turning on the ins and they would go away within two hours of turning off the ins. The hives would cover over the ins site, arms and back. The patient had slight swelling across the low back area. The caller was able to observe the scabs from where the patient had been scratching. It was noted that the patient had an allergic reaction to copper. The patient had not used the stimulation the last few days. The patient had tried benadryl and other medications which have not seemed to help with the hives. The caller noted that the healthcare professional (hcp) ordered x-rays and blood work to rule out an infection. The patient was very happy with therapy and was using it as much as the patient could tolerate the hives. Two days later it was reported that as of (B)(6) 2013, the patient did not get an x-ray or blood work. Due to discomfort the patient was not using the device. The patient and the manufacturing representative had been maintaining contact regarding the issue and would follow up with additional information. Almost three weeks later it was reported that the patient was getting rashes and burning, only while stimulation was on. The doctor ordered diagnostics, blood work, x-rays, and more; everything came back negative. Four weeks later it was reported that the patient was scheduled for a lead and stimulator replacement on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 748940, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748940, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3487a-33, lot # j0343712v, implanted: (B)(6) 2003, product type lead; product ID 3487a-33, lot # j0343712v, implanted: (B)(6) 2003, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Additional review indicated that patient code also applied to the event.